Event description:
A malfunction was reported on a pump, accompanied by a malfunction code, but no notable events were identified prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.